Event description:
Customer alleges she was going up a hill. The unit stopped, she hit forward, nothing happened; hit reverse and the unit did not stop. She turned the wheel into bushes and the unit turned over and landed on top of her. Fractured her collar bone in incident.